Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion, prime/compromised force sensor system and excessive no delivery test however, received motor error alarm during occlusion test due to faulty force sensor resistor. No excessive no delivery alarms noted. Motor passed the motor test. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, cracked lcd window, and scratched reservoir tube window.

Event description:
Customer's mother reported via phone call that the insulin pump alarmed multiple motor error alarms after trying to change the infusion set due to no delivery alarms during bolus delivery. Customer's blood glucose was 430 mg/dl. After troubleshooting, customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.